Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: stock review: the review of the available units was made and it was identified that to date there are no units in stock of this product code and lot number. Quantity produced / imported: from this product code and batch number (B)(4) units were manufactured. Distributed quantity: the traceability of the product was verified and it was identified that the units were sold to 7 different customers, located in cities such as: (B)(6). Background: the review of the product's background was done and it was identified that to date there are no reports related to this product code / batch. Analysis of sample (s): a sample was not received, so it is not possible to perform an objective analysis that leads us to determine the possible cause that generated this incident. The manufacturing records of the batch involved in the event do not show any deviations or anomalies, which implies that the batch was released to the market complying with all the quality specifications. Consequently, with the information provided it is not possible to reach a conclusion about the root cause of this adverse event, since the patient's baseline estate and the factors described is not known. However, this event has been registered in our security database. Conclusions: this report is determined as not confirmed since it was not possible to determine the cause that generated the incident. Actions: no additional actions are generated.

Event description:
Country of complaints: colombia. It was reported that the suture dehiscence. The patient was in the room of births and then transferred to surgery. She requires surgical intervention.